Manufacturer narrative:
One device was received for evaluation. The event history log revealed a force sensor test error. Functional testing was able to duplicate the reported problem. It was determined that the force sensor was out of calibration. The force sensor was calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a force sensor error. There was no patient involvement.